Event description:
The customer stated that he was hospitalized due to vomiting and diabetic ketoacidosis. The reported blood glucose reading was 313 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.